Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. Functional testing found that the device duplicated the reported issue. The investigation determined that a faulty microprocessor unit board was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed. The microprocessor unit board was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device's alarm is a single tone when it should be double toned for most alarms. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Additional information was received indicating that there was no patient injury.